Event description:
Perclose device was deployed in the usual fashion. Needles were deflected through side wall. Recommended procedure was followed and device was put in the "super lock-down" position without retraction of needles. Pt was referred for surgical removal of device and arteriotomy closure.